Event description:
It was reported that during a lower anterior resection, the device delivered an incomplete staple line. There was bowel content leakage so sutures were used to complete the anastomosis. There was no adverse consequence to the pt.